Event description:
Information was received from patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported that the controller keep searching for device and the stimulation keeps shutting down. Agent had patient reset the controller. Patient unlocked the controller and was able to proceed to therapy screen and confirmed the stimulation was on. Agent had patient monitor and call back if the issue persists. Pt also reported that they need to increase the stimulation just to feel the relief from the ins. Patient mentioned they used to feel the relief from 9.1 intensity level but now they need to increase the intensity into 10.5 just to feel a little buzz. Agent redirected patient to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.